Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Blue cap on c-impactor broke while impacting tibial trial.